Event description:
It was reported that the user experienced hyperglycemia while using the ilet when the insulin cartridge became empty and the user had difficulty detaching from the clip/anchor to perform a supply change; the user ultimately detached, completed the supply change, observed drops, and resumed delivery, and the device provided alerts. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose with a reported high of 278 mg/dl, without medical intervention or hospitalization. Investigation included troubleshooting and education performed during the call. Investigation of this case revealed insulin out of drug as a contributing factor, with the specific cause of the hyperglycemia otherwise unclear. It was concluded that the event was related to insulin depletion with cause of hyperglycemia not fully determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.